Event description:
It was reported that oil was leaking from the cylinder. No adverse consequence alleged.

Manufacturer narrative:
When the device is received, if further relevant information is received, a supplemental MDR will be submitted.